Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diff failure) and tcmid:08 (coolant temp low) error messages" was confirmed during the archive data review but not during the functional testing. No device malfunction was observed during the testing and the ivtm system worked as intended. The probable root cause for the reported complaint could be due to an unstable lm 34 temperature sensor or due to a corroded contact. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the functional testing without any error. The archive data review showed occurrence of tcmid:05 (coolant diff failure) and tcmid:08 (coolant temp low) error messages on the reported complaint date. Per archive, the delta temperature lm34a/b sensor was increasing above trigger point just before displaying the error messages. As a precautionary measure, the lm 34 temperature sensor assembly was replaced. Following service, the thermogard xp ivtm system passed the final testing without any error.

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diif failure) and tcmid:08 (coolant temp low) error messages. The patient treatment was continues with another thermogard xp ivtm system. No patient consequence was reported.